Event description:
It was reported that the patient presented for a scheduled procedure. The following morning after implantation, it was discovered that the right ventricular leadless pacemaker (vlp) exhibited high impedance and high capture thresholds. Programming changes were performed. There were no patient consequences.